Manufacturer narrative:
Concomitant medical products: product ID: 977c290, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977c290, serial/lot #: (B)(4), ubd: 16-jul-2022, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that the lead was exposed through the skin. The patient stated he had a staph infection and had been prescribed antibiotics by his physician. The patient was seen by his healthcare provider and a surgery was scheduled for (B)(6) 2018. The issue was not resolved at the time of the report. The indication for use was spinal pain. No device issues reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the incision on the back of the patient's neck came open and part of the lead came out. Once the patient saw the actual paddle lead hanging out of the incision, he cut it off and covered the area. The hcp packed the incision and covered it until explant. The remaining devices were explanted on 2018-(B)(6). The patient has a history of mrsa. No further complications were reported.